Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1wqu6, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 05-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that due to an unrelated medical issue the patient was confined to their bed so their urinary habits got totally screwed up because they were not able to get up to use the bathroom whenever they felt like it, however patient was usually able to get to the bathroom in time. Patient thinks the lead may have migrated due to a fall. However, patient can still feel a prickle in their groin when walking through security screening devices so knows the device is still in there. Now the patient wakes up at night urinating. Patient is home now and trying to use the programmer but is seeing a message that it is not responding. Reviewed programmer and communicator use during the call and patient encountered a message that a "different internal device was detected". Patient confirmed they only have the interstim device implanted and are using the correct programmer. Patient stated they have successfully used the programmer in the past so it was not clear why patient was seeing this message. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient expressed that they are not currently able to travel to get to the doctor currently. Recommended patient follow up with managing physician when they are able.

Manufacturer narrative:
H6: device code a0104 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: they followed up with a physician who works with their implanting physician. They ordered an x-ray and confirmed the lead has not migrated, however the patient is still having therapy concerns. Patient said the doctor told them to call the manufacturer to ask that a rep come to their home to address the different internal device detected message that was seen. Reviewed role of the field staff, that they would need to meet at hcp office, and emailed field staff regarding request.